Manufacturer narrative:
A sample device was not returned for analysis. The lens remains implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. At the consumer's request, the surgeon was not contacted. (B)(6).

Event description:
A consumer reported that after having an intraocular lens (iol) implanted, his vision is not what he expected it would be. His vision is blurry and cloudy at near and distance, making it difficult to see to read up close and street signs. The consumer does not want his surgeon contacted.